Manufacturer narrative:
Updated fields - b4, d9, e2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: e1 (event site name). Additional information: (B)(6). Getinge field service engineer (fse) found that balloon cable does not extend from inspection it was found that the iabp machine can be used normally. The balloon string can be extended normally. No such symptoms were found during inspection. Check the entire system of the machine.test the functionality of the machine and it can be used normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) balloon did not open. There were no injuries or deaths.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).